Event description:
It was reported that the posey personal alarm had a low alarm tone, no patient injury reported. Inspection of the alarm showed that the battery door was broken on the edge which may cause an intermittent alarm.

Manufacturer narrative:
Results: inspection showed that the different alarm volume settings and proper volume failed and the battery door was broken on the edge.